Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating which resulted in multiple, intermittent pump shutdowns. Customer's blood glucose level was within range. Reportedly, the customer had manual injections as alternate insulin therapy.